Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The device history record (DHR) review could not be performed since the device serial number is unknown. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
The following article was reviewed: "transfemoral transcatheter aortic valve-in-valve implantation for aortic valve bioprosthesis failure with the fully repositionable and retrievable lotus valve: a single-center experience" by neil ruparelia et al. Edwards learnt of a study conducted between january 2015 and december 2016 within the context of this article, it was learned that an (B)(6) male patient with a 27 mm carpentier-edwards perimount valve implanted in the aortic position for approximately 11 years, underwent surgery for a valve-in-valve transcatheter aortic valve implantation due to aortic stenosis (peak/mean gradients 55/31 mm hg) and aortic regurgitation (grade 3); logistic euroscore 63.0; sts mortality 4.6; nyha class 4; and lvef 20. A 25 mm lotus valve was implanted through transfemoral approach.